Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided pictures taken in the operating room just after the devices explantation (soiled glenoid explants during revision), no additional information could be observed. Since data, x-rays and pictures of the extracted implants were provided, the opinion of a medical expert was sought and stated as follows glenoid fracture during revision the image quality of the fluoroscopy photo of the revision that was taken of a computer screen do not allow for detailed medical grade assessment of the images. The image does not show a glenoid fracture. The image of the intraoperatively explanted glenoid baseplate does not show the status of the glenoid. Therefore, the event cannot be confirmed. The available imaging does not confirm any of the events mentioned above. We can only rely on the trustworthiness of the written information by the sales rep. Due to a lack of information we cannot determine the root cause. All implant components look intact on the images. Most likely patient related factors are in play. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the procedure was to revise to a reverse however intraop glenoid fracture occurred and so a new cobalt chrome head was put on the existing stem and no glenoid component. The revision surgery is captured in the original (B)(4). This pi was raised to capture the intraop fracture that occurred during the procedure.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, the procedure was to revise to a reverse however intraop glenoid fracture occurred and so a new cobalt chrome head was put on the existing stem and no glenoid component. The revision surgery is captured in the original pi (B)(4). This pi was raised to capture the intraop fracture that occurred during the procedure.